Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported that a device broke on a patient during removal. It was decided to leave 5-6 centimeters of the device inside the patient. A resident attempted removal on (B)(6) 2016, but felt resistance. It was instead covered in order to wait for a surgeon to remove it on (B)(6) 2016 where it was broken when it was pulled against the resistance. It was noted that there was no consequence to the patient other than some mild discomfort due to the removal of the device.